Event description:
The customer reported via phone call that his blood glucose level was high. His blood glucose level fluctuated from 414 mg/dl to 70 mg/dl and back to over 400 mg/dl he did not have high blood glucose level symptoms. The customer also had battery issues. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.